Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with hyperglycemia on 5th november 2025. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that they do not believe the cannula was properly seated in the infusion site. Symptoms reported include a fall and urinary incontinence. The patient was treated with intravenous insulin. The patient was discharged the following day on a multiple daily injection regimen and was not recommenced on omnipod therapy.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. No damages or manufacturing deficiencies were observed. There were no timeouts or drive stalls observed in the data as the pod arrived in pod state 2 delivering a total of 0 pulses indicating that the pod was first activated during the downloading process. A failure with the cannula insertion could not have occurred due to the pod never being activated and paired with a controller to initiate priming and needle deployment.